Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the cerebrovascular accident cannot be determined. The reported patient effect of cerebrovascular accident (stroke), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the cerebrovascular accident (cva). It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat a degenerative mitral regurgitation (mr) with a grade of 4. Two clips (80307u121, 80307u113) were implanted. On (B)(6) 2018, the patient suffered a cva. A cat scan showed left pontine infarct, right side paralysis and difficulty in speaking. After 24 hours, there was some recovery to right arm and swallowing function improved; however, weakness persists to the right leg. The patient remained hospitalized, and treated with anticoagulants and stroke rehabilitation exercises. The physician cannot confirm if both clips or procedure did not contribute to the cva. No additional information was provided.